Event description:
In 1986, this 53 year old female was disagnosed with bilateral breast cancer and had bilateral mastectomies. Reconstruction was begun in 1987-88 with tissue expanders and ultimately double-lumen silicone gel implants. The procedure was performed at another facility, but the pt states the MFR of the gel implants is this co. The pt complains of left breast changes over the past year. In 2/95, mammograms and ultrasound confirmed a left implant rupture. Gross exam: the right implant bears the imprint "500 hp" and shows no evidence of rupture. The left implant is ruptured and exudes sticky, stingy, viscous material from the interior of the implant. (The pt also complains of depression, fatigue and memory loss).